Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is alarming to check catheter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: b3, h6 (medical device - problem code, component codes). A getinge field service engineer (fse), the fse discovered a note affixed to the cs300 intra-aortic balloon pump (iabp) stating "alarming check catheter". The fse powered the unit on and confirmed that the unit displayed system ok message. The fse then connected known iab and known system trainer and initiated autofill. The unit successfully completed autofill and continued pumping on ECG trigger at 80bpm for approximately 60 minute without any alarms or abnormal function occurring. The fse reviewed the logs and discovered multiple check iab catheter alarms. The fse was unable to replicate the "alarming check catheter" failure. The fse then attempted to complete functionality checks and discovered battery run test failed at 23 minutes of the 135 minute test. The fse affixed a red sticker on the unit indicating that it was not cleared for clinical use at this time, and placed an order for replacement batteries. Once the batteries arrived, the fse replaced the batteries. The fse then performed a full pm, safety, calibration, and functionality checks, which passed factory specifications. The unit was then functioning in accordance with factory specifications and was cleared for clinical use.